Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found dried blood and tissue around the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited under sensing and high thresholds which caused the patient to experience phrenic nerve stimulation. Upon x-ray examination it was confirmed that the lead had dislodged. The physician decided to perform a lead revision, however when attempting to reposition the lead, the physician encountered difficulty extending and retracting the helix and decided to remove and replace this lead. This lead was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited under sensing and high thresholds which caused the patient to experience phrenic nerve stimulation. Upon x-ray examination it was confirmed that the lead had dislodged. The physician decided to perform a lead revision, however when attempting to reposition the lead, the physician encountered difficulty extending and retracting the helix and decided to remove and replace this lead. This lead was returned. No additional adverse patient effects were reported.